Manufacturer narrative:
Product #1 (B)(4). An event of a sizing issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a mitral valvuloplasty (mvp) was initially performed. However as the leakage was unable to be reduced and a mitral valve replacement (mvr) was subsequently performed. While this 31mm epic valve was being implanted, the patient's native mitral annulus and left ventricular posterior wall became torn/ruptured. The patient had a history of chronic steroid use for a prolonged period which may have impacted the native annulus tissue integrity per report so the relationship between the valve and the tissue damage was unknown. The 31mm epic valve was replaced with a 29mm epic valve (serial number unknown), and the procedure was successfully completed. There were no reported consequences/complications from the implant of the 29mm valve. The surgeon was aware that the 31mm valve was likely larger than the patient's annulus.